Manufacturer narrative:
Device code (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2021. During the procedure, it was noted that both balloons popped. The procedure was completed with a hurricane rx balloon of a different size. There were no patient complications reported as a result of this event.